Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. While a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage past stopper for lot #9240151 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: while a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended.

Event description:
It was reported that leakage occurred before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "they think plunger is reason for leaking medication." "We do not have the syringe described. The syringes are from lot# 9240151. I have asked the staff to save any more syringes they encounter with a leaking seal." I was first informed of this product defect on (B)(6), and was told it happened the day before. Only one syringe was submitted to me for inspection, but, as I recall, 3 other crna's reported the same issue. As indicated, I do not have the syringe in question to return. There are still syringes from the stated lot number in our supply."